Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the ultra comfort insulin syringe. The customer reports needle falling off of one syringe while he was tapping the syringe to get the air bubbles out of the syringe.

Manufacturer narrative:
An investigation is currently underway, upon completion of the results will be forwarded.